Event description:
It was reported that a user experienced signal loss between a dexcom g7 sensor and the ilet while the sensor continued functioning otherwise, and the user was guided to toggle settings from g6 to g7 and re-pair the sensor to restore connectivity. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm data transmission to the ilet after re-pairing, with guidance to allow up to 30 minutes for reconnection. Investigation included remote troubleshooting and user education on proper pairing and configuration. Investigation of this case revealed that the issue was consistent with a communication or pairing problem between the cgm and the ilet that resolved after correcting the configuration and re-establishing the bluetooth connection. It was concluded, based on previously established findings for similar reports, that the cause was user configuration and pairing error leading to temporary cgm signal loss to the ilet.